Manufacturer narrative:
In a good faith effort (gfe) response from an authorized service provider (asp), it was stated that the customer did not provide the diagnostic report (drpt) from the time of the event. The asp stated that the low oxygen pressure alarm was caused by the oxygen supply of the customer site, not a device issue. No further work was performed by philips, and no repair was needed per the asp.

Event description:
Philips received a complaint about the v60 ventilator indicating that the device had low oxygen pressure. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. No error code was found. It was also stated that no tests were completed to confirm the low oxygen pressure. The customer refused to provide further information. Service of the device is pending approval. This investigation is ongoing.